Event description:
Drug/diluent: marcain 0.5%. Fill volume: 400 ml. Flow rate: 14 ml/hr. Procedure: open prostatectomy. Cathplace: abdominal. Pump ran fast. Pump was hooked up on monday (B)(6) 2013, specific time was not available. Patient was still at hospital noticed pump empty evening of (B)(6). No symptoms of metallic taste, or tingling sensation. Additional information received (B)(6): patient's weight is not available, the start of the infusion was (B)(6) 2013 at 6:00pm. Additional information received (B)(6) 2013: the pump was filled in the pharmacy with the pinch clamp closed, the pump was not primed. The nurse primed the pump before connecting to the patient. The nurse thought the flow rate was already set by the pharmacy, so she did not change the dial. The pump was started on 6pm on (B)(6) 2013. It was emptied on (B)(6) 2013, about 22 hours after it was started. The patient was doing well with no adverse sequelae. Pharmacist will confirm the physician's order for flow rate.

Manufacturer narrative:
Method: the device is pending return for an evaluation and investigation. Results: it was unsure if the order was written for 8ml/hr or 14ml/hr. Per the reported information received the pump was set at 14ml/hr. If the pump was set at 14ml/hr, 400ml fill volume (with the +20% tolerance) the pump could deplete at about 24 hours. The device history record for the lot number provided is currently being reviewed. Conclusions: at this time complaint is still under investigation and pending the return of the sample for investigation. A follow-up report will be sent once the investigation is complete. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.